Event description:
Customer reported that he received no delivery alarms. Customer stated that he changed the infusion set; customer used 15 infusion sets. Customer stated that insulin was not exiting the tubing during manual prime. Customer stated that the alarm was resolved with the set change. No troubleshoot was performed as the customer had changed the infusion set. Customer was instructed to get back in contact if issue persists with infusion sets being sent to identify a possible issue with reservoirs. Blood glucose value was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Information act.